Manufacturer narrative:
Additional information has been received that was not included in the initial report. The additional information has been provided with this report.

Manufacturer narrative:
Currently,y it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's husband that she went to the emergency room, the day before she passed because customer was not responding. Customer went out at clinic, while getting dialysis and they brought her back. Customer got worse at home, husband called paramedics. Customer's husband stated he did not know how low the blood glucose was. Customer passed away in the hospital and the cause of death was cardiac arrest. Customer was receiving dialysis, due to kidney failure. Customer was not wearing the insulin pump at the time of death. Customer was off the insulin pump a week or longer before her death. The blood glucose reading was unknown. Nothing further reported.

Event description:
It was reported that the customer has passed away. Before any information could be obtained or verified, the call was dropped. Multiple attempts have been made to contact the spouse of the deceased customer. Voicemails could not be left as the voicemail box had been disabled. A callback request letter had been sent. The customer's date of death was not verified. The insulin pump information used in this medwatch report is the information of the last known insulin pump issued to the customer. The information was not verified with the caller. No further information is available at this time.